Event description:
Healthcare professional reported left side ¿capsular contracture baker grade unknown¿, patient's representative reported left side ¿capsular contracture baker grade unknown¿, ¿breast implant illness (bii)¿, ¿fatigue¿, ¿sleep disorder¿, ¿itchiness¿, ¿tingling of the skin¿, ¿breast pain¿, and ¿depression and anxiety associated with device recall¿. The following events "headaches" and difficulty concentrating¿ and ¿excessive sweating" are not device related. Health care professional later reported left side capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device . Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. The affected side and device status is unknown.